Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt had multiple falls requiring the surgeon to revise the knee. The surgeon commented that the cr insert looked pitted and wanted it investigation."